Manufacturer narrative:
The customer was given part information for a replacement processor pca. The customer has ordered the part to rectify the reported problem. The customer was informed of part availability and will ship once the part becomes available.

Event description:
It was reported to philips that the device displayed a service required error message. There was no reported patient involvement/adverse patient impact.